Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5168534/7074605. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: na, batch: 25361229.

Event description:
It was reported that the patient had an infection at the ipg site. The cause of infection was unknown and believed to be not device or procedure related. The patient underwent a revision procedure wherein everything was removed. The patient was prescribed antibiotics and was doing well postoperatively. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.